Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) debris in patient pneumatic module. There was no patient involvement reported.

Manufacturer narrative:
The field service engineer (fse) that encountered the issue stated the debris was from the user's end. The fse replaced the pneumatic module assembly. The fse completed the pm with full calibration. The unit was tested and worked to the manufacturer's specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.